Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) was consulted and further testing was recommended. Further information was received that the physician will be discussing with the patient regarding a lead revision. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) was consulted and further testing was recommended. No adverse patient effects were reported. At this time, this lead remains in service.